Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 2.75 x 28mm stent delivery system was returned for analysis. A visual examination found that the stent was not returned. The crimped stent outer diameter measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and it appeared to have been subjected to slight positive pressure. A dried media was visible inside the balloon. Crimp markings were visible on the exposed balloon. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A 0.014" test guidewire loaded successfully. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 2.75x28mm promus element plus drug-eluting stent was advanced for treatment. However, the stent struts were lifted and could not be advanced. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 2.75x28mm promus element plus drug-eluting stent was advanced for treatment. However, the stent struts were lifted and could not be advanced. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.